Event description:
It was reported that during an unk procedure, hospital returned handpiece to affiliate with no info. There were no reported pt consequences unk how procedure was completed.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for the hand piece to not work properly.